Event description:
It was observed during the device inspection, that the duodenovideoscope's light beam lens exhibited foreign material. In addition, distal terminal lens adhesive was chipped. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.